Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4 - item number, lot number, expiration date, UDI, g5 - 510k, and h4 - manufacture date are unknown; no verifiable information has been reported to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheters coil up when pushing the catheter into the patient. Patient harm/adverse event occurrence is unknown. Product item number was reported as "4050". This was not an valid item number.

Manufacturer narrative:
While performing a review of file cn-(B)(4), MFR# 3012307300-2024-03420-00, it was discovered that the file was inadvertently assessed as reportable. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. MFR# 3012307300-2024-03420-00 is no longer considered reportable.